Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2008, to investigate the event. The fse ran a high sensitivity (hs) foam/no foam test which failed. The fse replaced the peril pump tubing, aspirate probe #1, cleaned the wash carousel, and performed alignments. The fse indicated that verification testing passed within stated specifications. A definitive root cause could not be determined for this event. This is a single event involving multiple patient samples. There were no reports of any adverse event, changes to patient care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneous accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for six patients. The customer re-ran the samples and the results were within the normal reference range. The initial erroneous results were not reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.